Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter entrapment occurred. The 82% stenosed target lesion was located in the left anterior descending artery (lad). A 2.75x16mm promus element ¿ drug-eluting stent was advanced over the wire. However, while still inside the guide catheter, it was noted that the stent could not move in or out and it became stuck on the wire. The devices were removed together as a whole and an attempt to remove the stent was performed outside the patient but it was unsuccessful. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: a promus element, mr, ous 2.75x16mm stent delivery system (sds) was returned for analysis. A visual and tactile examination found no damage noted on stent. The stent od (outer diameter) was measured and is within the max crimped stent profile specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There was solidified media present inside the device indicating it was prepped for use. A visual and tactile examination found no issue with the hypotube. A visual and tactile examination found one midshaft kink at the port exit site. The inner lumen was stretched at the distal end of the port weld. This type of damage is consistent with the incorrect removal of the product mandrel & stent protector during device preparation. During the examination it was not possible to track the device over a 0.014" guidewire due to the damage noted to the inner wire lumen. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no issue with the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 82% stenosed target lesion was located in the left anterior descending artery (lad). A 2.75x16mm promus element¿ drug-eluting stent was advanced over the wire. However, while still inside the guide catheter, it was noted that the stent could not move in or out and it became stuck on the wire. The devices were removed together as a whole and an attempt to remove the stent was performed outside the patient but it was unsuccessful. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.